Manufacturer narrative:
Investigation results: our quality engineer inspected the 4 photos and 1 physical sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the samples. Analysis of the sample showed that the thread of port b of the housing where the septum is placed is broken. Bd determined that the cause of the failure was the molding process of the component. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd connecta q-syte what leaked this is a complaint about leakage from q-syte. It was reported that when saline was infused into 394501 using a locking syringe, it leaked out from the connection part. It is possible that the connection was not deep enough, but they would like to check whether this is due to the product.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.